Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that a device rebooted into standby mode during clinical use. Log file analysis showed a panel connection lost, after which the device restarted into standby mode and was immediately replaced by another ventilator; the affected device has remained out of use since. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: comp-(B)(4); hamilton medical ags conclusion: it was reported that the hamilton-c6 rebooted and entered standby mode during clinical use. A patient was connected, the event was observed by clinical staff, and the device was immediately replaced; no harm was reported. Log file analysis showed a panel connection lost event and a log entry that the device was manually set from psimv+ mode into standby (2025 12 03 13:57:28/mode/psimv+ standby). The most probable root-cause are a defective vu (ventilation unit) electronic system module (esm) board, a defective ip (interaction panel) esm, or an unstable cable connection; however, none of these could be confirmed because no further information was received. Several requests to confirm whether any board was replaced and whether the device passed the required service software checks remained unanswered. As no additional information was provided, the case is considered closed.